Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the called the manufacturer representative and stated that their back felt bad and looked infected. The patient was instructed to go to the ER where it was determined that the ins and the midline incision sites were infected. The patient was instructed to go back to the hospital/wound management and have the system explanted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. The rep indicated that an explant was planned but no date/time was determined at this time. Likely today. There would be no return of the explanted components. The patient was given antibiotics on (B)(6) 2018 while in the emergency room (ER). No other details are known. This information was confirmed with the healthcare professional (hcp). No further complications were reported/are anticipated.